Event description:
According to the reporter, during a laparoscopic cholecystectomy, in ligation of the cystic duct or artery, some sort of paint chip particulate flew off the device into the patient's cavity. This particulate was small and was not easy to locate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a visual inspection of the returned pictures noted: the first photo depicts two clips applied to tissue. The second photo depicts the same photo as the first with a yellow circle over the tissue. The third photo depicts two clips on tissue and the instrument jaws. The fourth photo depicts the same photo as the third with a yellow circle over tissue. The fifth photo depicts five clips applied to tissue with specs inside a yellow circle. The sixth photo depicts a close up of the specs inside a yellow circle. The seventh photo depicts specs inside of a yellow circle. The eighth photo depicts three yellow circles with spec in each. The ninth photo depicts two yellow circles with specs on tissue. The tenth photo depicts a yellow circle with specs on tissue. The eleventh photo depicts a yellow circle with more specs. It was reported that the component was disengaged and some sort of paint chip particulate flew off the device into the patient's cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.